Event description:
It was reported that during a meniscal repair procedure, the implant would not deploy from the inserter. The implant guide then detached from the inserter handle. There was no patient impact and no adverse events have been reported as a result of the malfunction. A secondary device was used to complete the procedure. All available information has been reported.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual examination of the provided pictures identified that the device was cycled once with both anchors appearing to remain in the needle tip. The tabs on the front-end assembly are also fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.